Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 3 way temperature sensing catheter with cut portion of inlet tubing. Verified material number 119314 and manufacturing lot number ngjy4777. Visual inspection noted balloon was partly inflated. Using in house syringe balloon passively deflated, 6ml of solution was withdrawn. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, 90:10. Balloon passively deflated in 2 min 2sec. After deflation cuffing noted. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, day after placement, it was found that there was almost no water in the foley catheter balloon. After spontaneous removal, distilled water was injected, but there was no leakage. Per additional information received via ibc on 25sep2025, stated that foley catheter had natural drainage of the water. Per the notification received from the investigator on 30jan2026, it was reported that the balloon had been asymmetrical (90:10). The balloon had passively deflated in 2 minutes and 2 seconds, and cuffing had been noted. These findings were identified during the sample evaluation conducted on 23dec2025.

Event description:
It was reported that, day after placement, it was found that there was almost no water in the foley catheter balloon. After spontaneous removal, distilled water was injected, but there was no leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.